Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected (34.9 u) and the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer disconnected the infusion set tubing from the cartridge luer lock, fill tubing was performed again and insulin drops were seen exiting the cartridge luer lock. The customer resumed insulin delivery. There was no impact to the customer's blood glucose level.